Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support had a hematoma at the incision site. The patient was taken to the operation room, and a pocket washout was done for the hematoma. The patient remained stable and on support.